Manufacturer narrative:
No device was returned for testing. Retained lot number 55963 investigated for the requirements of the scale line of the plunger on the barrel. The reserved lot testing samples all qualified for iso 7886-1:2017 for the graduation line offset less than 0.6mm with the testing results all being 0.362-0.450mm. However, due to tolerance of equipment inaccuracies such as barrel dimension on the zero graduation line during printing, the product printing could become deviated. During this time, the manufacturing process of this item 802010 will be adjusted to strictly control the deviation of the zero graduation line and the internal requirements will be changed to <0.6mm to <0.4mm.

Event description:
End user reports that while using luer lock syringes item number 802010 lot number 55963 expiration date 9/16/2026 that he is not confident that the rubber stopper on the plunger is flush with the "0" graduation marking on the barrel. The end user also reports that the plunger position appears to be varying 0.01-0.02 ml.